Manufacturer narrative:
Customer entity: (B)(6), street: (B)(6), city: (B)(6), state: (B)(6), zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It reported that the patient experienced high blood glucose 325mg/dl and was treated with insulin pen due to bent cannula on (B)(6) 2026.